Event description:
On (B)(6) 2016, I had bladder repair surgery. The mesh used was cystoplasty. It repaired the prolapsed bladder but did not fix the sudden urge issue at all. Matter of fact, I had my first uti before I was released from his care with the antibiotic given I didn¿t touch, then a second was given. The uti¿s began every few months, then have progressively gotten worse until about 4 or 5 months ago. I was given a daily dose of 100 mg of generic macrodantin to be taken at bedtime. I am desperately seeking help from anyone or anywhere. I cannot say how depressed I am that all the doctors I¿ve seen in almost 3 years have not helped me or suggested a fix. There have been three meds written, oxybutynin and vesicare, made my mouth dry, did not help my bladder incontinence and myrbetriq, didn¿t even make my mouth dry. A year ago, (B)(6) 2018, I had botox injections in my bladder. Nothing has worked so far. In (B)(6), (B)(6) and (B)(6) 2018 I had several acupuncture sessions. These did not help at all. Two doctors mentioned a device called an intrastem (a remote controlled for bladder incontinence). I do not want that. Then another doctor said, ¿if these meds and botox didn¿t help you, then intrastem will not either.¿ I have to wear protection during the day and at night I wear an adult diaper, a heavy duty pad and use a mattress pad because I will wet the bed. I even saw and ob/gyn that ordered a vaginal ultrasound. This was very painful. I have constant pain in the right side of my abdomen. Anytime there is a physical exam or the vaginal probe, it makes it worse. I do have a companion, sex is out of the question, it¿s too painful. I have no quality of life. I am asking for your help, please guide me to someone or someplace that will help me. I am (B)(6) and active enough to know what I¿m missing out on, causing frustration, depression and anxiety. I have even had acupuncture sessions (B)(6), (B)(6) and (B)(6) 2018 they also were for nothing. I have also discovered that not one of the doctors I¿ve seen want to fix my problem or whisper, it could be the mesh used. I am pleading for your help. I have heard there is a doctor (B)(6) at (B)(6) that specializes in women who have had bladder problems. I am going to be contacting his office soon. Maybe he will take on my case and fix me. A copy of operative report yesterday.